Manufacturer narrative:
The reported events were lead dislodgement, low pacing lead impedance and r-wave amp variation. As received, a complete lead was returned in two pieces with the helix retracted and clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the inner coil at long length, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported events of low pacing lead impedance and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
During an in clinic follow up, decreased pacing impedance and decreased sensing were observed on the right ventricular (rv) lead. X- ray imaging was performed and the rv lead was found dislodged. The rv lead was explanted and replaced to resolve this event. The patient was stable.